Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
A revision surgery was reported due to breakage of the post of the insert. The insert and femoral component were replaced.

Manufacturer narrative:
An event regarding crack/ fracture involving a scorpio insert was reported. The event was confirmed. Method & results: device evaluation and results: material analysis report indicates that "the post of the insert fractured, with a majority of the fracture surface being obscured by post-fracture abrasion. Delamination, burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes on uhmwpe." Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated: "after thirteen or fifteen years in situ, soft tissue instability and imbalance likely resulted in repetitive impingement of the ps post on the femoral component leading to inevitable fatigue fracture of the post. The post was not designed for varus/valgus instability protection and would fail in this circumstance. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this observed situation." Device history review: review of the device history records indicate devices were manufactured with no reported discrepancies. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: it was reported that the post of insert was broken. The returned insert was sent for mar to material analysis engineer who indicated that the post of the insert fractured, with a majority of the fracture surface being obscured by post-fracture abrasion. Delamination, burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes on uhmwpe. The provided medical information was submitted to a consulting clinician who indicated: "after thirteen or fifteen years in situ, soft tissue instability and imbalance likely resulted in repetitive impingement of the ps post on the femoral component leading to inevitable fatigue fracture of the post. The post was not designed for varus/valgus instability protection and would fail in this circumstance. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this observed situation." No further investigation can be carried out at this point. If additional information becomes available, this investigation will be reopened.

Event description:
A revision surgery was reported due to breakage of the post of the insert. The insert and femoral component were replaced.